Event description:
It was reported the programmer will not boot up, and an error code appears. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer boots to an error. It would not go into emergency mode with the button, due to the hinges allowing the programmer to open too far. The hinge plate was broken, the lead flex tape was damaged, and the stylus would not calibrate.